Manufacturer narrative:
The MFR has been unsuccessful obtaining the requested info from the pt/physicians either by telephone or written communication. Therefore, since the device in question was not returned to the MFR for analysis and the MFR has not been able to obtain the requested info regarding this incident, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
The device was implanted on 2/21/96, for arterial infusion of fudr for treatment of cancer. On 12/10/96, the MFR received the following response to a device tracking polling letter from the patient: "I turned yellow and the device was removed about two (2) months ago."